Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during dwell two of three. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the caregiver (cg) and instructed the cg to either start over with all new supplies or use manuals. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.